Event description:
It was reported to gore that on (B)(6)2010, a (B)(6) male with ulcerative colitis underwent a laparoscopic total proctocolectomy with a ileoanal j-pouch anastomosis and loop ileostomy where gore seamguard bioabsorbable staple line reinforcement material was used. On post-operative day six, the patient developed an anastomotic leak requiring a reoperation. The repair was completed successfully and the patient was discharged on (B)(6)2010 without any further complications.

Manufacturer narrative:
Method: device remains implanted. A review of the quality records has been conducted. Results: the review of the quality records verified that this lot met all pre-release specifications. A review of the complaint files confirmed that this lot has not been reported previously. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. All available information has been placed on file for use in tracking, trending and follow-up.